Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that high blood glucose of 550 mg/dl was experienced and would like to troubleshoot insulin pump to make sure everything is working properly. Customer indicated that she is currently in the hospital. Troubleshooting found that cannula was bent and customer indicated that they would call back at a later time to continue troubleshooting.